Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the forceps elevator had foreign material. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope probe unit was missing a piece. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The missing part was physical stress such as dropping / knocking to the device. The image blur was due to charge-coupled device damage. Olympus will continue to monitor field performance for this device.